Event description:
A consumer reported the patient was in the hospital with pneumonia, and on (B)(6) 2016, they were unable to turn stimulation on. Troubleshooting was performed including confirming the green status light was on the patient programmer (pp) and how to hold the pp away from the implantable neurostimulator (ins) and press any button, but it didn¿t resolve the issue. It was noted the batteries were already replaced in the pp but it didn¿t resolve the issue either. It was reviewed with the consumer that the ins may have reached end of service (eos) and an appointment should be scheduled with the healthcare provider (hcp). After the patient was out of the hospital, they were still unable to turn stimulation on so they scheduled an appointment to meet with the hcp. The consumer later reported the doctor didn¿t think the issue was due to the controller, but was an issue with the battery. An appointment was scheduled with the healthcare provider (hcp) for (B)(6) 2016 at 1:45. No patient symptoms were reported. Relevant medical history includes radicular pain syndrome (radiculopathies).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.